Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient samples tested for potassium (k) on a cobas 6000 c501 module (cobas c1) when compared to a different cobas analyzer (cobas c2). The following results were also questioned as they did not match the patient's medical condition. On (B)(6) 2024: the 1st sample draw resulted in 6.25 mmol/l (serum tested on cobas c1). On (B)(6) 2024: the 2nd sample draw resulted in: 7.01 mmol/l (serum tested on cobas c2). 5.59 mmol/l (plasma tested on cobas c2). On (B)(6) 2024: the 3rd sample draw resulted in: 8.04 mmol/l (serum tested on cobas c2). 7.44 mmol/l (plasma tested on cobas c1). This sample was slightly hemolyzed. The results were reported outside the laboratory and prompted the patient to be transferred to the emergency room (ER) where a venous sample was tested on a blood gas instrument resulting in a k value of 5 mmol/l. On (B)(6) 2024: the 4th sample draw was tested but the result was not provided. On (B)(6) 2024: the 5th sample draw was tested right after collection (not following the normal routine and waiting for the sample to arrive already centrifuged) and resulted in 5.29 mmol/l (serum). The k value was around 4 mmol/l (tested on a blood gas from the ER). The exact value was not provided. On (B)(6) 2024: the 6th sample draw resulted in 6.17 mmol/l (serum).

Manufacturer narrative:
The product labeling states: "plasma potassium levels are reported to be lower than serum levels." The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (sample-related) at the customer site. Preanalytics are within the customer's responsibility.